Event description:
Power cord with ac/receptacle was cut, with wires exposed. No injury reported.

Manufacturer narrative:
Technician found the power cord with ac/receptacle was cut, wires exposed. Replaced power cord with ac/receptacle to resolve this issue.